Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the patient has been discharged and is doing well. To clarify: was there any change in the post-operative care of the patient as a result of the event? If yes, please describe.

Event description:
It was reported that during a gastrectomy procedure, instrument was triggered but could not be removed as usual and the clips were not fully formed. The esophagus had to be resected, but this was possible without issues. Anastomosis could then be successfully performed with another cdh25a. The patient has already been discharged and is doing well.

Manufacturer narrative:
(B)(4). Date sent: 03/11/2020. Additional information was requested, and the following was obtained: no further information available.